Manufacturer narrative:
This report is being updated to provide investigation findings. New information h4, h6, h10. A review of the device history record (DHR) for this device was conducted, it was confirmed that there were no manufacturing abnormalities. Labeling review (including IFU) : even though the gray connector is broken, abnormality is easily detectable by conducting the following inspection states in chapter 3.inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents even though the pin of the connecting tube is broken, abnormality is easily detectable by conducting the following inspection states in chapter 3.inspection before use 3.4 inspecting the connecting tubes and leak test air tube. Before using the equipment, always check that there is irregularity regarding the following points on the connecting tubes and leak test air tube all tubes should be free of cracks, breaks, fissures, scratches ,or stains there should be no cracks in the lock levers of connecting tube connectors there should be no bends or breaks in the pin of connecting tube connector. The tube should not be easy to disconnect once connected. Conclusion: the cause of the event cannot be conclusively determined. We presume a factor contributing to the connecting tube defect and connector pin breakage is that it was forcibly attached. The cause of the gray connector breakage could be excessive stress being applied which likely led to breakage. There is no evidence that suggests there were any device design/structural factor that contributed the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A field service engineer went out to the user facility to evaluate the device since no guarantee could be made on maintaining a positive channel pressure on the device. The user¿s complaint was confirmed and the connectors were replaced. The device was returned to full functionality. The covers of the oer-pro were not removed so an electrical safety check was not required. No further information was reported. A supplemental will be submitted if new information becomes available.

Event description:
The user facility reported that the oer-pro has a broken scope connector, the grey air/water channel connector is broken off. There was no patient involvement. No additional information was provided.